Event description:
Synthes 4.0 cannulated screw set being used for lapidus bunionectomy. A pin with a threaded end was used as guidewire; the tip of this pin was found broken. Physician decided that removal would do more harm than good to the patient, as the c-arm x-ray indicated the broken tip was completely embedded in the patient's bone.